Event description:
It was reported that the device cannot be rotated and as a result it was hot. It was found before a procedure.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A visual inspection of the customer provided images showed e5 (bus fault) and e6 (motor fault) errors. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause has been associated with a mechanical component failure.